Event description:
Implant broke on insertion between the third and fourth threads. Surgeon did not retrieve tip, but inserted another screw behind it for back up. No adverse consequences reported with the patient as a result of event. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated, but not yet completed. A follow up report will be submitted upon completion.